Event description:
Customer was preheating the water and getting ready to start inhaling the steam. When the entire unit popped into the air, blowing the clean vinyl piece across the room and sent boiling water all over her neck and chest.